Manufacturer narrative:
The investigation for the reported pump stop and vascular damage has been completed. The impella device was not returned for evaluation. However, review of clinical data and data logs were sufficient to determine a root cause. Data logs revealed that about 15 minutes into the case, a motor current spike occurred and the pump stopped, which triggered an "impella stopped-motor current high" alarm. The patient's activated clotting time (act) was 133. The root cause of the pump stop was most likely due to biomaterial from lack of anticoagulation. The root cause of vascular damage was most likely due to use related as the vessel was perforated at the impella access site. Updated g2: selected health professional updated h6 clinical code: 4440 correct: d4 model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 47-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that a patient on impella support had the pump stop and was unable to start it back due to allegedly a clot in the pump. The pump had to be explanted and replaced with a new one. Upon explant, the artery was found perforated proximal to the 14fr sheath placement. A covered stent was applied.